Manufacturer narrative:
This supplemental report was submitted to provide additional information. The user facility further reported the doctor was inflating the balloon when the reported event occurred. The type of procedure was endoscopic balloon dilation. The procedure was therapeutic. The intended procedure was completed. No device fragment fell inside the patient. It is unknown if the device was inspected prior to use. There was no patient injury reported.

Manufacturer narrative:
The referenced balloon dilator was returned to the service center for a physical evaluation. The device was returned in the original tyvek packaging and the lot number was confirmed to be 507039d. Upon inspection, a bend in the catheter 20cm from the distal end was noted. The luer was inspected and it appears to be free from any damage. The user facility's report of the balloon being damaged was confirmed as the balloon appears to have been inflated before and it was burst. The burst is a longitudinal burst up the balloon. The device had no other abnormalities other than the bend and the balloon burst. The device was unable to be function tested as the balloon damage would prevent any inflation. The investigation is ongoing as the will be sent to the original equipment manufacturer for further evaluation.

Manufacturer narrative:
The device, lot number 507039d, was returned to omsc ((B)(4)) for evaluation. Omsc performed a physical evaluation and confirmed the balloon was torn. There were no abnormalities found from the general appearance on the catheter sheath and the inflation hub. The cause of the reported event could not be determined. The device will be forwarded to the original equipment manufacturer for further investigation. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During a therapeutic procedure, the esophageal dilation balloon was damaged. The balloon was replaced and the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturer (OEM), nordson medical's investigation results. The device was not sent to the OEM, however, the device was evaluated by olympus (osta). The OEM confirmed the balloon had a longitudinal burst and was slightly kinked. The nonconformance was confirmed but he root cause could not be identified. A potential cause of the reported event was that the balloon was nicked during the insertion process. The OEM noted all balloons are leak tested 100% during manufacturing. The device history record was reviewed and no abnormalities were noted.